Event description:
It was reported that the autopulse platform (serial number (sn): (B)(4)) displayed a "replace battery" message using 3 autopulse li-ion batteries that were fully charged after a 24 hour rotation. All batteries (sn's: (B)(4)) had this issue once in the platform on different dates in and around (B)(6) 2014. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Please see the following related MFR. Reports: 1. #3010617000-2015-00172 for autopulse® resuscitation model 100 with sn: (B)(4). 2. #3010617000-2015-00173 for autopulse® li-ion battery with sn: (B)(4). 3. #3010617000-2015-00174 for autopulse® li-ion battery with sn: (B)(4). Investigation results for the returned battery are as follows: please note that the customer also returned autopulse multi-chemistry charger (mcc) with sn (B)(4). Visual inspection of the charger found that one of the pins in the right bay of the charger was pushed in. This led to an intermittent connection between the charger and the batteries inserted into the charger. The battery's archive data could not be retrieved. However, the charger's archive data was reviewed and showed evidence of intermittent charging. For example, the archive data indicated that the battery failed to charge on (B)(6) 2014, but succeeded on (B)(6) 2014. The last successful charge was on (B)(6) 2014. The customer then attempted to charge the battery on (B)(6) 2014, but charging was unsuccessful. The root cause of intermittent charging was determined to be the pushed out pin on the charger.

Manufacturer narrative:
Customer indicated that this issue occurred at station 32. The autopulse battery in complaint was returned to zoll on 03/06/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Please see the following related MFR. Reports: 1. #3010617000-2015-00172 for autopulse® resuscitation model 100 with sn: (B)(4). 2. #3010617000-2015-00173 for autopulse® li-ion battery with sn: (B)(4). 3. #3010617000-2015-00174 for autopulse® li-ion battery with sn: (B)(4).